Manufacturer narrative:
(B)(4). This patient was referred for surgical intervention to check the connection between the leads and device. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms. It was concluded that the out of range measurements were a result of a rv lead fracture. As a result, the pace/sense portion of the rv lead was surgically abandoned and replaced with a competitor lead. Two months after the implant procedure, the device and competitor rv lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. No noise was present or reproduced during testing. An x-ray was going to be performed to check the connection and see if the lead was fully inserted into the header. Testing indicated the lead did not pace at 7.5v@2.0ms. The x-ray did not provide conclusive evidence of a lead issue or a connection issue. No adverse patient effects were reported.